Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was observed to be unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation device and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak approximately 3mm distal to the distal end of the proximal markerband. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. A visual and microscopic examination identified no damage to any of the blades. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks along of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2018. It was reported that the device did not cross the lesion. The target lesion was located in the left anterior descending artery. A 10/ 3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, after a non- bsc wire crossed the lesion, an nc quantum apex balloon was advanced but it did not cross the lesion. Pre- dilatation was then performed using a non- bsc catheter balloon. After pre-dilatation, a flextome cutting balloon was used; however, the balloon did not cross the lesion the highly fibro calcified lesion. Finally, stenting was done after plaque modification with rotablation. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. However, device analysis revealed a balloon pinhole.